Manufacturer narrative:
The insulin pump was received with missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Unable to perform displacement test or lock reservoir in place due to missing retainer.

Event description:
The customer reported via phone call that their insulin pump has a missing piece along the reservoir compartment along with a crack. The customer¿s blood glucose level at the time of the incident is unknown. Customer mentioned that field representative inspected device and noticed there is a piece missing from the reservoir compartment as well as a crack. Inquired if (due to reported damage to the reservoir compartment) reservoir is unable to lock in place when inserted into pump. Customer stated that the reservoir is still able to lock in place. Customer is unaware of how damage occurred. The customer was advised to discontinue use of the device and to revert to the back-up plan. The insulin pump will be returned for analysis.